Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that every since her fall about 2 weeks ago she has been having issues sleeping, a return of her bowel issues and stimulation in her brain. Patient further stated that they also have had 2 runny bowel issues about a week apart and hasn't slept in two days because of her device. However patient did not provide more detail other than her sleepless nights due to the "med stim." Patient mentions that recently she felt stimulation in her head has "came down; "and that they think that the stimulation in her brain could possibly be due to that (fall). Caller mentions that she turned the device off today and will monitor her symptoms with the device off. Patient was also redirected to their health care professional. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient had increased stimulation and needed to turn it off. A few days ,they "got right in op the call", ( information unclear what patient meant). The patient was over stimulated. (Bladder) but it effected the brain. They had it set on program 1 and 21/2 level. The patient was told to reset it to the previous mode and was okay. The patient reported issues was all resolved and they returned to program 3 at level 21/2. The healthcare provider was notified.